Event description:
During the implantation procedure, the ventricular setscrew on this pacemaker was not working properly. In addition, there was no capture; therefore, it was not implanted.

Event description:
During the implantation procedure, the ventricular setscrew on this pacemaker was not working properly. In addition, there was no capture. Therefore, it was not implanted.

Manufacturer narrative:
(B) (4). Ventricular setscrew was not working properly. The analysis on this device is pending.

Manufacturer narrative:
(B) (4). Ventricular setscrew was not working properly. The analysis on this device is pending. (B) (4)